Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings are as follows: adhesive on bending section cover had a chip; and protector of the video cable section had a scratch. There is a CAPA-200803) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to damage to the sensor unit due to usage stress, external factors or handling, or of mounting components of the electric board. Olympus will continue to monitor field performance for this device.